Event description:
It was reported by the consumer that he had an open right inguinal hernia repair on (B)(6) 2011 and mesh was used. About six months later, he went back to the surgeon with a lump on the right side near the incision site. On (B)(6) 2012, he had another open surgical hernia repair and the surgeon stated it was a second hernia that had not been previously noted. A different unknown mesh plug was placed. In (B)(6) 2013, the patient went back to the surgeon because the lower right side lump was still present. At the end of (B)(6) 2013, a CT scan noted a large right inguinal hernia. The original surgeon referred the patient to another surgeon. At this time the patient is considering surgery for the recurrent hernia. Additional information was requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.